Event description:
It was reported that the patient was having difficulty charging the ipg and aligning the charger over the battery site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it kept by the medical facility.